Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. On (B)(6) 2012: I-stat, time: 15:56, result: 0.49; I-stat, 16:07, 0.05 same sample; vista, 16:20, 0.06 same sample used on I-stat. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).